Event description:
Procedure: lap gastric bypass. According to the initial reporter and the report of the company rep present during the surgery: the staple line was not complete. The anvil bowed. The surgeon over sewed the staple line with an endo stitch device (MDR# 1219930-2009-00155) and continued the case. The pt expired in february. Surgical time was extended by more than 30 minutes. Further details regarding the extension of or time, pt details, the current status of the product, and autopsy, if any, have been requested.

Manufacturer narrative:
MDR # 1219930-2009-00155.